Manufacturer narrative:
Copy of customer and distributor recall letter enclosed. (See scanned pages).

Event description:
Physician reports post surgical infection on patient after using 60ml syringe from lot recalled due to open package seals. Mammary expander was placed during mastectomy for percutaneous inflation during outpatient visit. Patient received her final breast expansion with inflation of saline on 7/11/2008, using a syringe from a suspected recalled lot (lot was not recorded but physician reports that other lots delivered were subject to recall). Within 48-hours after inflation, patient became symptomatic with a cellulitis of her chest at the site of injection, with subsequent fever, hospitalization, and removal of her expander. The culture from the wound at surgery revealed staphylococcus oxacillin resistant organism.